Event description:
It was reported that the patient developed septicemia and the device and leads were removed. No infection was noted at the device implant site and no vegetation was noted on the leads. The patient is reported to have a mechanical aortic valve and the device system was removed to attempt to spare the valve. It is noted that the origin of the infection is not believed to be from the device system. The system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.